Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. A device history record (DHR) review was conducted: device was first manufactured unsterile under the lot 29p5525 in (B)(6) and sterilized afterwards. As this complaint is neither packaging nor sterilization related only the manufacturing documents of the unsterile device 315.250 with lot 29p5525 were reviewed: part: 315.250, lot: 29p5525, manufacturing site: (B)(4), release to warehouse date: 24 december 2019. A manufacturing record evaluation was performed for the part: 315.250, lot: 29p5525, and no non-conformance's were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a tip of the drill bit was blunt and thus the surgeon was unable to use it during the procedure performed on (B)(6) 2020. Competitor's drill was used to complete the procedure. There was a surgical delay of ten (10) minutes due to reported event. Procedure was successfully completed. Patient outcome is reported as okay. No further information provided. This report is for one (1) 2.5mm three-fluted drill bit qc/110mm. This is report 1 of 1 for complaint (B)(4)